Manufacturer narrative:
The reported fast-fix 360 curved needle delivery systems, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending or flexing of the delivery needle during attempted deployment. The instruction for use outlines precautionary statements and instructions in during deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
The reported 72202468 fast-fix 360 curved needle delivery system, used in treatment, has returned for evaluation. The information provided states: ¿during a meniscus ask, the fast fix t2 implant was not able to be deployed. T1 was left secured in the patient's joint¿. Visual assessment could not be confirmed. The fastfix needle was not returned for evaluation. The ts returned with cut sutures. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No further investigation is warranted

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus ask, the fast fix t2 implant was not able to be deployed. T1 was left secured in the patient's joint. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.